Event description:
Caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to remove an o-ring from the pneumatic tap, clean the area with an alcohol wipe or lint-free cloth, and inspect the cartridge, revealing that the o-ring was not in place and was damaged.